Event description:
Pseudomonas infection acquired during breast augmentation surgery. I suffered with severe pain almost to the point of suicide. My plastic surgeon refused to believe I had pain. I went to my primary care dr as my surgeon ignored my pleas for help. He admitted me to the hosp in 2007 and test revealed there was an infection around the implant. The ps was notified and again ignored my plea for help. The next month, the implant broke through the incision site and the implants were removed. A culture was sent to the lab and the result was pseudomonas. I was given a 3 week dose of cipro. I met with my ps monthly and expressed my concerns that I still had pain and believed I still had the infection. She continually dismissed my complaints. In the interim I consulted another plastic surgeon and back to my primary care dr and emergency rooms where everyone failed to believe or help me. In 2008, after I could not longer breathe, a lung dr admitted me to the hosp. I had osteomyelitis and the culture was pseudomonas. I had surgery for debridement and have just finished a 8 weeks course of IV antibiotics.